Event description:
The customer reported to customer service that the transformer housing came apart, the screws on the housing came off and she sees exposed wires. No injuries were reported.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product were unsuccessful as were attempts to retrieve additional complaint info. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported the housing came apart, that the screws came off and wires were exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or correct info, a follow up report will be filed.